Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The right ventricular pace impedance was steady at approximately 546 ohms through (B)(6) 2015 and jumps to over 800 ohms by (B)(6) 2015, then steadily rises to 969 ohms by (B)(6) 2016. The right ventricular capture threshold was steady at approximately 1.1 volts through (B)(6) 2015, rises out of range by (B)(6) 2015. This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.  A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high threshold on the right ventricular lead. A gradual rise in impedance was also noted. The lead will be replaced. No patient complications have been reported as a result of this event.